Manufacturer narrative:
(B)(4). D4, h4: fisher & paykel healthcare (f&p) has requested for complete device identification information from the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo humidification series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.

Event description:
A healthcare facility in the australia reported via a fisher and paykel healthcare (f&p) field representative that the heated breathing tube as part of the 900pt561 heated breathing tube and chamber kit was found melted during use. The healthcare facility has stated that the subject device was under the pillow to distract the patient from pulling the subject device. There were no reported patient consequences.